Event description:
It was reported that a pump module was programed for a propofol infusion. Clinician is noted at some point the infusion began free flowing. There was patient involvement and patient harm.

Manufacturer narrative:
Initial reporter addr: (B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module was programed for a propofol infusion. Clinician is noted at some point the infusion began free flowing. There was patient involvement and patient harm.